Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 01/feb/2018 with no report of concerns. Inspection of the suction arm was performed on 07/feb/2018 where the quality control inspector found the following: segment crushed, insertion tube buckles at end of root brace, insertion tube buckles under the root brace, failed wet leak test, long umbilical cable buckle at junction, long umbilical cable perforation at root brace, up/ down brake lever loose, distal body chipped, failed dry leak test, customer complaint confirmed, insertion tube root brace disconnected at forward body frame, suction arm loose, # 1 remote control button cover cracked, # 3 remote control button cover cracked, leak at # 1 remote control button cover, leak at # 3 remote control button cover, control body grip scratched, pve electrical pin corroded. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 21/feb/2018. Parts replaced: o-rings and seals, insertion flex tube w/seg pb-free, distal end assy with tube, bending rubber, light guide cable long, remote control button(1)pb_free, r.c. Button(3) pb-free, electricl connector assy, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).